Manufacturer narrative:
The prograsp forceps instrument involved with this event has not yet been received for failure analysis testing. A follow-up MDR will be submitted if the product is returned and tested and/or if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of instrument logs was performed. Per the review, the following was confirmed: the procedure was performed on (B)(6) 2022 on system sk2962. There were two prograsp forceps instruments used during the procedure. The lot number of the instrument with the issue was not provided, so it unknown which of the two instruments broke. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument broke. Technical support was contacted and the technical service engineer (tse) was informed that the breakage occurred when another instrument crossed it during instrument removal. The tse confirmed that the patient was not harmed and all parts that fell were removed. The customer stated that a back up prograsp forceps was used to continue with procedure. The or staff was proceeding with the case robotically. The caller stated that the instrument will be sent back for further analysis. The procedure was continuing as planned with no reported injury. Follow-up attempts were performed to request additional information related to the event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 03/06/2024, the following additional information was obtained: a correction was found that is needed for the suspect product. Suspect product changed to the force bipolar instrument.

Event description:
Refer to h10/h11 for follow-up information.